Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2016-00257: plate; 3025141-2016-00258: screw 1; 3025141-2016-00259: screw 2; 3025141-2016-00260: screw 3; 3025141-2016-00261: screw 4; 3025141-2016-00263: screw 6; 3025141-2016-00264: screw 7; 3025141-2016-00265: screw 8; 3025141-2016-00266: screw 9.

Event description:
An implanted clavicle plate broke post operatively. The plate and screws were explanted.

Manufacturer narrative:
The screw was examined under magnification. No wear was observed that could compromise the performance of the screw. Additional mdrs associated with this event: 3025141-2016-00257 follow up 1: plate. 3025141-2016-00258 follow up 1: screw 1. 3025141-2016-00259 follow up 1: screw 2. 3025141-2016-00260 follow up 1: screw 3. 3025141-2016-00261 follow up 1: screw 4. 3025141-2016-00263 follow up 1: screw 6. 3025141-2016-00264 follow up 1: screw 7. 3025141-2016-00265 follow up 1: screw 8. 3025141-2016-00266 follow up 1: screw 9.